Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A thorough review of single leaflet device attachment/slda complaint data was performed in which concluded there is no evidence that slda complaints are related to manufacturing. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology (bi-leaflet prolapse, restricted posterior leaflet and enlarged left atrium). The reported worsening mr was likely a secondary effect of the slda and therefore related to patient/procedural conditions. It should be noted that the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat mixed mr with a grade of 4. One clip was implanted, reducing mr to 2-3. On (B)(6) 2017, during a follow-up visit echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet slda and mr increased to 4. The patient is in stable condition. At the moment no additional treatment is planned for the patient. No additional information was provided.